Event description:
It was reported that pump displayed malfunction alarm code 12, and customer contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level. Technical Support guided customer through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if alarm appeared again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.